Manufacturer narrative:
Evaluation summary: customer report was confirmed. Flow was noted through flush flow path even when flush device was at closed position. The poppet was tilted to the side and did not completely close the flow path. The poppet was found to be misformed.

Event description:
The flow rate of saline was abnormally high after set up, even without flushing. Pressure overdamping was also observed. No patient injury was reported